Event description:
This spontaneous case was rec'd on (B)(6) 2013 from a physician and concerned about a (B)(6) yr old female pt the pt's medical history and concomitant medical history and concomitant medications were not reported. On (B)(6) 2008, the pt started receiving perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) for volume loss. The pt also taking treatment with botulinum toxin since 2006 for and unk indication. The pt had multiple injection of perlane w/o any adverse events. On (B)(6) 2013, the pt was injected with perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) after this injection pt reported adverse events. The lot number reported was 11418 and expiration date was oct-2014. On an (B)(6) 2013, (one week later after the injection) the pt experienced an inflammation reaction on her cheeks and inflammation left an indent. On (B)(6) 2013, the pt also experienced two atrophic areas on the right cheek. It was reported that, the most recent reaction was reported during the week of (B)(6) 2013. The pt was given free tube of filler to correct the contour defect by physician. Action taken with the product: withdrawn. The outcome of the event was inflammation reaction was recovered and other event was not recovered. According to rptr the event atrophic areas on cheek was not related to perlane-l. (According to rptr atrophic areas on cheek was related to different dermal filler). The events inflammation reaction on her cheeks and inflammation left an indent was possibly related. Add'l info rec'd on (B)(6) 2013 from physician. Info about product lot no and expiration date, indication, outcome of the event, age and date of birth, causality, event start date and therapy start date, co-suspect medications were updated. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of (B)(4)). No further info was provided. This case is linked with (B)(4).

Manufacturer narrative:
(B)(4). The event implant inflammation, implant site scar, implant site atrophy assessed as serious and possibly related.